Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 802 mg/dl. The customer stated that she changed the infusion set the day before the event and did not change it again to try to resolve the high blood glucose levels. Troubleshooting was performed and insulin pump was programmed correctly. The insulin pump passed the high pressure test, but failed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.